Manufacturer narrative:
(B)(4). Concomitant medical products: unk bearing, unk tibial tray, unk mgii femoral, unk mgii patella. Reported event was confirmed by review of x-rays provided. Review by a radiologist shows diffuse areas of periprosthetic lucencies surrounding the medial and lateral pegs of the tibial plate and adjacent cement. It should be also noted that there are prominent areas of lucency surrounding the hardware cement of the right tibial plate and stem, most prominent medially. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left revision procedure approximately twenty-five years post-implantation due to severe polyethylene wear. During the procedure, the surgeon noted that there was metal on metal contact and the medial side of the mg ii polyethylene was entirely worn through. Due to the metal on metal nature, the tibial component became loose while the surgeon tested the stability of the implant. Therefore, the surgeon removed all components and replaced with competitor products.